Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) attempted to use the catheter but found that it was defective as there was a hole in the side of it. The hcp was unable to use the device. There was no known impact or consequence to the patient.